Manufacturer narrative:
Under (B)(6), patient information is considered confidential and will not be released. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported to ge healthcare that the unit's handle broke, and the unit landed on the caregiver's foot. The caregiver was reportedly evaluated by a doctor and no treatment was provided.